Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer performed their own troubleshooting and the infusion set site was thought to have been the cause of the occlusions. As the customer had changed the supplies on the pump, tandem technical support was unable to confirm if the site was the cause. The customer's blood glucose (bg) level was in the 250 range and an insulin injection was used to address the bg level.